Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: screw breakage. This case is from the health authority. It was reported that a screw suddenly broke in the skull when it was inserted. Replace another screw to fix the skull and complete the surgery. No additional information could be provided. Concomitant device reported: unk drill (part# unknown; lot# unknown; quantity: unknown) this complaint involves one(1) device cranial-scr plusdrive ø1.6 self-drill l4. This is report 1 of 1 for complaint (B)(4).

Event description:
Device report from synthes reports an event in china as follows: screw breakage. This case is from the health authority. It was reported that a screw suddenly broke in the skull when it was inserted. Replace another screw to fix the skull and complete the surgery with a delay of 30 minutes. The current status of the patient was reported to be in normal condition. No additional information could be provided. Concomitant device reported: unk drill (part# unknown; lot# unknown; quantity: unknown). This complaint involves one(1) device cranial-scr plusdrive ø1.6 self-drill l4. This is report 1 of 1 for complaint (B)(4).